Event description:
It was reported PICC found not to yield this morning. Flushing well, free flow drip for approximately 10 minutes. Noted arm to be swelling - ivt extravasating and ceased, PICC line pulled as per r/v physician. Upon removal only 1.5" of line was removed. Patient sent for angiogram and remainder of line was removed. New PICC line inserted to left arm - for folfox and primary dressing. Patient observed and vitals stable 3/24 post procedure, laying flat for 3/24. D/c home feeling well.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.